Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative (rep). The patient was scheduled to a pocket revision to flip her pump to the correct position on (B)(6) 2016. It was assumed that the pump was flipping because she lost a vast amount of weight and it affected the pump pocket. The event was initially reported to the rep by the managing physician since they were unable to access the refill port under x-ray and asked a rep to come in for assistance.

Event description:
Additional information was received from a device manufacturer representative (rep). The patient was scheduled for a pump pocket revision on (B)(6) 2016, however the surgery was postponed due to the patient having high blood pressure and high blood sugar. At that time, the patient was not scheduled for surgery.

Event description:
Additional information was received from a device manufacturer representative. The patient had her pump flipped back to the functional position and was doing fine.

Event description:
Information was received from a device manufacturer representative (rep) regarding a patient who was receiving 300 mcg/ml fentanyl at 79 mcg/day via an implantable pump for spinal pain. It was reported that a flipped pump was suspected. They were having trouble accessing the pump for a refill and they kept hitting metal. It was stated that this was the patient's first time filling the pump after implant. The patient had lost (B)(6) pounds and could feel the pump moving. X-rays were sent in to confirm the pump was flipped. It was recommended that the x-rays should be examined by a radiologist. No symptoms were reported. It was noted that the event date was (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.